Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on unknown date for eight days. Customer's blood glucose value was 520 mg/dl at the time of the incident. Another blood glucose level was 359 mg/dl. The device will not be returned for analysis.